Event description:
The customer stated that the insulin pump alarmed during the manual prime. The customer also stated that she was feeling nauseous and had high blood glucose levels. The reported blood glucose reading was 500 mg/dl. The customer was at the hospital visiting someone at the time of the call. The customer was told to tell a nurse about her high blood glucose levels for possible treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.